Event description:
The needle broke during the procedure. A hypodermic needle was used as introductory. Lot unknown.

Manufacturer narrative:
Evaluation summary: one severely broken spinal needle returned and forwarded to the microscopy lab for evaluation. No lot number available. Per the microscopy lab report: "a spinal needle was returned for failure analysis, and included the hub end portion of the cannula, along with another badly bent and deformed section of the cannula shaft. The very tip of the cannula was not returned. All three fracture surfaces, the hub end portion and the cannula section that failed at each end, exhibit characteristics, such as strong residual bend, tubing ovality and sheer lips. When viewed together in context, these characteristics are reliable indicators of a bending restraightening mode of failure. However, due to the severe deformation of the free cannula section along with the near crimping at the fracture surface of one end, it cannot be ascertained as to when or how such damage was incurred after the initial failure, as most evidence may have occurred subsequent".